Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one bardport titanium low-profile implantable port attached to a groshong catheter in two segments and one unknown brand retrieval kit were received for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted to the distal end of the attached catheter that was elliptical in shape. The edges were noted to be uneven. The surface was noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. A complete circumferential break was noted to proximal end of the distal catheter segment that was elliptical in shape. The edges were noted to be uneven. The surface was noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. The port and catheter segments were patent to infusion and aspiration, both were successful. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and identified wear and deformation issue. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post a port placement, the catheter was allegedly ruptured in the atrium during a cardiac catheterization. It was further reported that the catheter has been retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post a port placement, the catheter was allegedly ruptured in the atrium during a cardiac catheterization. It was further reported that the catheter has been retrieved. The current status of the patient is unknown.